Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient underwent initial ankle surgery. Subsequently, the patient had a poly exchange revision due to slight ankle pain developed from pe wear and a cyst under the tibial component. Its reported that the insert was symmetrically worn and lightly scratched.

Event description:
It was reported from a clinical study that a patient underwent initial ankle surgery. Subsequently, poly exchange and osteophyte resection was performed 6 years post-op due to slight pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient underwent initial ankle surgery. Subsequently, poly exchange and osteophyte resection was performed 6 years post-op due to slight pain.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: rebalance ankle talar size 1 item #: 100301 lot #: 2421922, medical product: rebalance ankle tibial size 2 item #: 100312 lot #: 2374763. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from a clinical study that a patient underwent initial ankle surgery. Subsequently, poly exchange and osteophyte resection was performed 6 years post-op due to slight pain.